Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported that the patient believed the pump was not functioning. No symptoms were reported. No further complications were reported.